Manufacturer narrative:
(B)(4). Upon additional information, this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up, it was noted that the patient mentioned getting muscle/pocket stimulation. Upon interrogation it was noted and alert on the right ventricular lead was triggered due to out of range pacing impedances and had switched to unipolar configuration resulting in pocket stimulation. The pacing thresholds and pacing impedances had increased in the bipolar configuration, and tachycardia events were logged which showed noise on the right ventricular lead. A ring electrode conductor fracture was suspected on this right ventricular lead. The device was reprogrammed to unipolar. An x-ray was scheduled and a follow up was also scheduled. No adverse patient effects were reported.